Event description:
It was reported that the device failed to produce voice prompts. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to an open coil in the speaker assembly. After replacing the speaker assembly, proper operation was confirmed and the device was returned to the customer.